Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the distal end was burned is caused by a component failure of the lens and the insertion tube and the light guide bundle and the distal end. The most probable cause is component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid scope exhibited the distal end was burned, component failure of the light guide bundle and the distal end. There was no patient involvement.